Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 17sep2019. The manufacturer¿s international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. Failure analysis of the returned part indicates: the customer compliant was caused by an out of specification airflow sensor u1. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s international service technician found that the airflow accuracy test (pvt test 5) failed at the 0 slpm setting. There was no patient involvement.